Event description:
The physician placed a percutaneous endoscopic gastrostomy system. It was reported that when advancing the device through the esophagus, the tube detached at the dilator connector causing the peg tube to lodge near the pt's airway. The detached portion was immediately retrieved using biopsy forceps, a second peg tube was successfully placed. The pt was reported to be in satisfactory condition.